Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick balloon catheter with an unidentified guidwire. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated 26 cm from the hub and 112.5cm from the tip. A portion of the separated shaft, measured at 0.5cm, was still attached to the guide wire. The fracture faces were oval as if kinked prior to separation. There were numerous shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the ramus artery. A 20mm 1.50 maverick balloon catheter was advanced to dilate the lesion. However, after inflating the device, it was noted that the radiopaque marker was drifting ahead and they thought the balloon moved forward. The balloon was deflated and recaptured inside the guide catheter. The shaft was broken into multiple pieces. The entire guide catheter, guidewire and balloon catheter were removed and the procedure was completed with another maverick balloon catheter. No further patient complications were reported and the patient's status was fine.